Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained:: the samples have been discarded. No product return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported product code is eh7835h. Reported lot # qabbkp is associated with product code eh7693h. Please clarify the lot #. Lot # will be unknown until clarification is received.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect patient codes additional information was requested and the following was obtained: the patient did not has a bacteriological sample if superinfection is confirmed, what was the previous infection in each patient? No infection before, because lesion is removed from healthy skin date and name of index surgical procedure? (B)(6) 2021 in particular, 2 interventions therefore, for exeresis of skin lesion, the diagnosis and indication for the index surgical procedure? Exeresis of nevus what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?exeresis of nevus on what tissue was the suture used?prolene implanted as part of superficial skin stitches what was the tissue condition (normal, thin, calcified, fragile, diseased)?normal skin condition during surgery, no superinfection how was the suture placed (interrupted or continuous)? Interrupted please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).two patients reported superinfection with the necessity of antibiotic therapy, no bacterio were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No prophylactic antibiotics. No indication how much and what type of drainage is present in this wound? No please describe any medical/surgical intervention required for this suture event including dates and results. Antibiotics did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No how was the suture originally tied (multiple knots, square knot, etc.)? Usual knots in skin sutures with a 3-loop key what symptoms did the patient experience following the index surgical procedure? Onset date? Signs of skin superinfection: redness, pus, heat, pain what is the patient's current status? The lesions being melanomas, the operated areas had to be operated on again, which removed the initial scar attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was originally reported that ¿the surgeon had the problem with 4 patients, 3 of them with prolene.¿ 4 files were opened:(B)(4)¿ prolene suture ¿ infection ¿ patient #1 ¿ initial procedure (B)(6) 2021, re-operation 26 may 21 :(B)(4)¿ ¿ prolene suture - infection¿ patient #2 ¿ initial procedure ?; re-op? :(B)(4)¿ ¿ prolene suture - infection¿ patient #3¿ initial procedure ?; re-op ? :(B)(4)¿ ¿ unknown suture ¿ infection¿ patient #4¿ initial procedure ?; re-op? The additional information on 03 jan 22, reports that ¿two patients reported superinfection with the necessity of antibiotic therapy¿ *should we void files for patient 3 and 4? Did patient 3 and 4 experience any adverse consequence? Please explain. Please provide procedure dates for all patients. Did all 4 patients undergo a re-operation? Gabbkp is an invalid lot #. Please confirm the lot number. What suture was used for patient #4? Lot #? Related medwatch reports - 2210968-2021-12677, 2210968-2021-12678, 2210968-2021-12679, 2210968-2021-12680.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the correct lot number: qabbkp. Additional information: d4 lot#, exp date. Device history lot: "a manufacturing record evaluation was performed for the finished device batch qabbkp , xneh7693h19 and no non-conformances were identified. Corrected information: d4 product code.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed a superinfection. The patient did not have a bacterial sample but the surgeon saw them or they reported the problem of superinfection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿superinfection¿. If superinfection is confirmed, what was the previous infection in each patient? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.